Event description:
Customer reported testing with the freestyle reading and getting a result of 170 mg/dl. The customer reported not feeling well at that time and called the paramedics. Pt passed out while waiting for the paramedics to arrive. The paramedics tested with what the customer believed was an accu-check meter and got a result of 54 mg/dl. The paramedics administered an i.v. And tried to get the customer to eat. The customer's spouse later took the customer to the doctors office who admitted the customer to the hosp for the next three days. Glucose levels checked by the doctor and at the hosp were 62 mg/dl and 63 mg/dl.